Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. There was a deviation between the stylus and the cursor on the screen. The left and right latch cord bay were broken. The manufacturer logo button was missing. There were errors found in the software history. A stylus was added, the touchscreen connector was re-seated, cleaned and parameters reset. The cord bay was replaced. The manufacturer logo button was added. A hardware update was done. Software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when touching the screen of the programmer with the stylus, sometimes the programmer screen would not respond and that it would sometimes respond in a different area than what was selected. The programmer was returned for service. No patient complications have been reported as a result of this event.